Manufacturer narrative:
Complaint conclusion: as reported, four days after use of (3) 6f-12f mynx control venous vascular closure devices (vcd), the patient experienced the complication of inflammation and swelling in the right limb. The patient was seen for follow up the next day. Antibiotics were prescribed. An ultrasound was performed at follow up and was inconclusive. The symptoms resolved without sequalae. The condition has since improved after the initial call to physician. The device was prepared and used per the instructions for use (IFU). Time to ambulation post procedure was three hours. There was no indication of any skin/site issues until days after. Total number of access sites on the affected limb were three. Approximate distance between access sites were 3-5 mm. A non-cordis closure device was used on the affected limb. Ultrasound was not performed prior to discharge. A physician performed the pulse field ablation (pfa) utilizing farapulse. The patient does not have a history of infectious diseases. Other procedural details were requested but were not provided. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Based on the limited information provided and due to the nature of the reported event, since patient related events cannot be duplicated in the lab, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis and without procedural images, the reported customer complaint of a ¿local reaction" could not be evaluated. With the limited information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. It is possible that factors related to the procedure, handling, and/or patient anatomy/comorbidities contributed to the reported event. A local reaction after deployment of the sealant(s) into the tissue tract of the patient is defined as a localized inflammation of the groin tissue that is not an infection. The patient may experience access site irritation, redness, rash, or inflammation. Local reactions can be due to the patient¿s sensitivity to the polyethylene glycol (peg) sealant material, or the post-care treatment of the access site. Some local reaction symptoms are mild and resolves on its own, while others may require over-the-counter medications, or, worst case scenario, medical intervention. Local reactions resulting from invasive procedures are a well-known potential adverse event and are listed in the mynx control venous IFU as such. Based on the information available for review, it is not possible to determine what factors may have contributed to access site reaction experienced. However, patient/procedural factors are possible. According to the patient brochure, which is not intended as a mitigation, the puncture site post procedure care instructs, ¿re-apply a new band-aid every day or more frequently for 5 days or until a scab has formed at the site. Keep the site clean and dry. You may shower 24 hours after the procedure, and gently clean puncture site with soap and warm water. Do not submerge wound until completely closed. After showering, gently dry the site by patting with a clean towel and completely air-dry before covering with a band-aid. Avoid tight fitting clothes or underwear until the site has healed.¿ based on the information available for review, there is no indication that the event is related to the device design or manufacturing process. However, a risk assessment has been initiated to further investigate similar complications reported.

Event description:
As reported, four days after use of (3) 6f-12f mynx control venous vascular closure devices (vcd), the patient experienced the complication of inflammation and swelling in the right limb. The patient was seen for follow up the next day. Antibiotics were prescribed. An ultrasound was performed at follow up and was inconclusive. The symptoms resolved without sequalae. The condition has since improved after the initial call to physician. The device was prepared and used per the instructions for use (IFU). Time to ambulation post procedure was three hours. There was no indication of any skin/site issues until days after. Total number of access sites on the affected limb were three. Approximate distance between access sites were 3-5 mm. A non-cordis closure device was used on the affected limb. Ultrasound was not performed prior to discharge. A physician performed the pulse field ablation (pfa) utilizing farapulse. The patient does not have a history of infectious diseases. Other procedural details were requested but were not provided. The devices were not kept following the case as closure was fine at the time; therefore, they will not be returned for evaluation.